Event description:
It was reported through clinic notes from an explant due to infection. (Infection captured in MFR report #1644487-2018-00234) that pus was found under the insulation of the lead. And the lead insulation was abraded/fractured open in 2 areas. Impedance a few months prior to explant was within normal limits. No further relevant information has been received to date. Product return is not expected per hospital policy.